Manufacturer narrative:
Device evaluation: a suspect device was returned for evaluation. A review of the device history record revealed no exception documents. Complaint data base was reviewed and found no similar complaints for this lot number. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. Similar devices underwent various testing protocols to determine root cause(s). The root causes of the failure are attributed to the manufacturing bonding process. Correction actions have been implemented to address this type of failure. Complaint data will be monitored to verify effectiveness of corrective actions taken. The device history record was reviewed. The complaint database was reviewed.

Event description:
The rotator of the h3rrc broke during a left ventriculogram procedure. Inject condition: flow- 9ml/sec, volume- 27ml. The customer reported two lot numbers with this complaint. They indicated they were not certain which lot number was used for the procedure. No harm or injury was reported. This is one of two reports. The other lot is reported in 1721504-2010-00083.